Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:871:0000. This condition interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module printed circuit board. To correct the condition, the user interface module printed circuit board was replaced. If any additional information is received, a follow-up MDR will be sent.